Event description:
It was reported that during priming, air remains on the venous side of the device and does not exit via the de-airing membrane. (B)(4).

Manufacturer narrative:
A review of the quality control process indicates that a 100% functional inspection for leakage is performed during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The test is carried out at 1 bar (approximately 14 psi) for a time period of 75 min at a flow of 10 1/min. During this time each oxygenator is checked for any leaks. Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product and internal process (B)(4) was initiated to determine the most probable root-cause and to implement the appropriate corrective action. The data is being handled through a designated maquet cardiopulmonary trending and investigation process. Additional information: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-I ad) is registered under 510 (k): k090511. Mrb: material review board.